Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, continuous blinking of the control panel was noted due to failure of the scope detection sensor located in the connector socket. In addition, several impacts on the front panel, and a non-designed olympus xenon lamp were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned evis exera iii xenon light source, a continuous blinking of the control panel was noted. The customer did not report any problems associated with the device and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 13-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon is the failure of the scope detection switch. If this switch is pushed in when the scope is not connected, the front panel will flicker. Also, there was information that the device has fallen during a facility move, but the causal relationship with the switch failure is unknown. It was found that the customer dropped the light source during transportation and contacted olympus to have the device to be checked. It has been established that repeated excessive pressure that could have been applied to the device might be a key factor that could have caused the damage found. Regarding the bad condition of the device front panel, customer poor handling cannot be excluded. The device was recommended for repair. Other incoming inspection findings were as follows: damage to front panel; lamps not made by olympus. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿3.1 precautions for installation and connection: never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.